Event description:
Pt had surgery in 2000 for placement of the distraction device in combination with osteotomies and bone grafting of the mandible. The device was utilized to mobilize osteotomies in the anterior mandible to distract bone and tissue to augment the anterior mandible. The device broke so one side of the osteotomy mobilized where the other did not. The device was removed and will be manually positioned and bone graft will take place.